Event description:
It was reported that during a lap hysterectomy procedure, the hand control feature was not working on the instrument. Case completed by using the footswitch. No adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.